Manufacturer narrative:
Concomitant medical products: 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead and right ventricular (rv) lead undersensing was observed during an arrhythmia and delayed detection of the patient's ventricular tachycardia (vt) was noted as a result of the rv lead undersensing. The patient received an upgrade from a cardiac resynchronization therapy pacemaker (crt-p) system to a cardiac resynchronization therapy defibrillator (crt-d) system and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.